Manufacturer narrative:
One (1) used sample list #b33902 was returned for evaluation, as the tubes came separated from the inlet and outlet filter ports. No additional damage or abnormally were observed. No matting device was returned. After inspected, no solvent was observed in the filter ports, either in the separated tubes. The complaint of separation can be confirmed based in the physical sample evaluation. The probable cause was due to insufficient solvent applied during manual assembly process. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 13" smallbore quadfuse ext set w/3 microclave (glow, 2 red rings), 0.2 micron filter, 4 clamps, rotating luer and occurred on an unspecified date. It was reported that the hard plastic of the filter is pulled apart or separated. There was no report of patient harm.